Event description:
Technologist was setting up a planer thyroid scan using the pinhole collimator. He bumped the spacebar on the roll around acquisition console, which changed the study to a spect scan. He proceeded with the scan, and the gantry moved in to set up for spect parameters. The pinhole collimator came into contact with the pt and the technologist pressed the stop button on the hand control. The pt had a minor bruise, was checked in the ER and released.

Manufacturer narrative:
Investigation had determined that the collison circuitry is working as designed. The technologist had proceeded with the scan, though he had noticed that the scan had converted from planar to spect. The pinhole collimator is intended for use with planar studies, where the operator manually moves the detector head to position the collimator to the area of interest. No serious injury occurred. Pt was treated for minor bruising and released. An eval of the system determined that there was no damage to parts and parts were working as designed. Svc engineer confirmed proper operation of the system with the technologist.